Event description:
It was reported that the user experienced a loss of connection to a dexcom g7 sensor and was guided through reconnection steps, including toggling settings and reentering the sensor pairing code, after which the sensor entered the pairing phase with an advisement that pairing could take up to 30 minutes. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or medical care. Investigation included remote troubleshooting and education on sensor pairing and expected pairing time. Investigation of this case revealed a temporary communication issue between the sensor and receiving device that was addressed through standard reconnection procedures. It was concluded, based on previously established findings for similar reports, that the cause was user/system setup requiring re-pairing of the continuous glucose monitoring sensor.